Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an infection during her 3 day wear of the adc freestyle libre sensor. Customer reported experiencing symptoms described as "red skin, itching, wound, and sore bubble" at the sensor site, and having contact with a healthcare professional who diagnosed her with an infection. The healthcare professional advised the customer to "go to the pharmacy and buy a wound healing gel" and customer purchased tyrosur (tyrothricin) topical antibiotic for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extended investigation has also been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which each complaint unit was manufactured. No abnormalities were found, and the investigation showed all processes were effective. No malfunction or product deficiency was identified. This also serves as a correction report. Device mfg date was inadvertently omitted from the initial MDR 30 day report. Device mfg date has been updated.

Event description:
Customer reported experiencing an infection during her 3 day wear of the adc freestyle libre sensor. Customer reported experiencing symptoms described as "red skin, itching, wound, and sore bubble" at the sensor site, and having contact with a healthcare professional who diagnosed her with an infection. The healthcare professional advised the customer to "go to the pharmacy and buy a wound healing gel" and customer purchased tyrosur (tyrothricin) topical antibiotic for treatment. There was no report of death or permanent injury associated with this event.